Event description:
The customer alleged that a pharmacist performed a control test using his contour meter and received a result of 35 mg/dl. The normal control range was 97-134 mg/dl. The customer did not have any control test solution when he called, so further troubleshooting was not possible. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.